Event description:
It was reported the patient did not have any relief. It was noted they had a loss of pain relief. It was noted the device was explanted.

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomaly. The stimulator was functional okay. Final analysis of the lead ((B)(4)) revealed no significant anomaly. The distal end of the lead was stretched. Final analysis of the lead ((B)(4)) revealed no significant anomaly. The lead body outer insulation was melted. Final analysis of the extension revealed no significant anomaly. The extension body was cut through and the product was segmented.

Manufacturer narrative:
Product ID: 3487a-45, lot# v230726, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead; product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: extension; product ID: 3487a-45, lot# v230726, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead; product ID: 37752, serial# (B)(4), product type: recharger. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the patient's stimulator was explanted because the patient's pain improved and the stimulator was no longer necessary. The patient was not re-implanted and they were doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.